Event description:
It was reported that during an unknown spinal surgery it was found that the screw of the micro pituitary was missing. No patient complications were reported with this event.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.